Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, fascia tissue was getting stuck to the jaws of the maryland bipolar forceps (mbf) while applying bipolar energy. The site completed the procedure as planned using the low energy setting, which was working fine. Error 25920 (which occurs when the energy activated is halted by an instrument or instrument cable) was reported during the procedure. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the erbe settings at the time of the incident was bipolar coag-3 and cutting-3. The issue occurred when the surgeon was trying to dissect fascia to gain access to the kidney, about 15-20 minutes of usage of the instrument. There was no biodebris seen on the jaws of the instrument and the surgeon had to shake the instrument as well as apply cautery to release the tissue. No repairs were required for the tissue. There was some bleeding seen (which was not significant) due to the event but the amount was not provided. The bleeding was resolved via cautery. The patient did not require a blood transfusion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the erbe and maryland bipolar forceps involved with this complaint to perform failure analysis. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the products are returned (post failure analysis evaluation) or if additional information is received. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The erbe was replaced to resolve the error 25920. The system was tested and verified as ready for use. A review of the system logs done by isi technical support engineer (tse) showed error 25920 which refers to energy activation halted by an instrument or instrument cable. The case was reviewed by isi advanced failure analysis engineer (fae) and the following additional information was received: error code 25920 is unlikely to have caused the tissue to be stuck on the grips of the instrument. Tissue sticking to the jaws of the instrument grips would probably be from using too high of an energy setting. The error 25920 is an information error and the erbe would still be functional for the rest of the procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted partial nephrectomy surgical procedure, fascia tissue was sticking to the jaws of the maryland bipolar forceps (mbf) while applying bipolar energy. The surgeon shook the instrument to release tissue. There was some bleeding seen which was resolved with cautery application.